Manufacturer narrative:
Other, other text: h6 codes updated: investigation: one device was returned for investigation in worn condition. The device was visually inspected where it was found that the air detector is sticking in one position, water was leaking from the drain valve while running, the temp and display are not calibrated and the heaters had customer purchased hose clamps with one of the heaters having a tear in it. The customer complained issue was not able to be confirmed but another issue was found. The air detectors were not working as expected. To resolve this, the solenoid on the air detector was replaced and the torn heater was replaced. The device was then tested again where the device ran as expected. Service history review showed device had not been in for service in the previous year. Device history review was not done as the device was a year beyond the manufacturing date.

Event description:
It was reported that the interlock switch number 2 or 4 was malfunctioning.

Manufacturer narrative:
Date of event, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
Additional information: the issue was seen when performing preventive maintenance. No patient involvement was reported.

Manufacturer narrative:
Other text: b5: additional information, b3: date of event and h6: health effect and health impact codes updated.